Event description:
It was reported that customer experienced recurring cartridge alarms, including cartridge alarm 30, and prior cartridge alarms with consecutive cartridges on pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode and pump return, confirmed shipping details, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.